Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2020 the patient's nurse in the hospital contacted the clinic reporting redness and possible cellulitis at the pump site. It was noted they were treating the patient with vancomycin and cefepime. On (B)(6) 2020 the patient's nurse practitioner contacted the hcp reported the pump site was infected and the incision had opened up. The patient was advised to present to the hospital for possible explant. On (B)(6) 2020 the pump and catheter were explanted/not replaced. The device disposition was unknown. The outcome of the event resolved without sequelae on (B)(6) 2020. The clinical diagnosis was cellulitis at the pump site and infection at the pump site. The event resulted in in-patient hospitalization. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2020. No further complications were reported.